Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months. The pump was returned assembled with the driveline cut approximately 12 inches from the pump housing, and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft, outflow graft bend relief, and the outflow elbow were returned detached from the device. Evaluation of the outflow graft and outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the rotor inlet revealed thrombus formations surrounding the rotor¿s bearing ball, as well as the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not be conclusively determined through this evaluation, it could have contributed to the reported event. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2017, the patient presented to the ER with shortness of breath, a lactate dehydrogenase (ldh) level of 278 u/l, and low flow alarms produced by the system controller. The patient was subsequently admitted into the hospital and underwent a pump exchange due to suspected pump thrombosis on (B)(6) 2017. No additional information was provided.